Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in germany. It was reported that the error message ¿run away error¿ occurred on the rotaflow console during use. The customer used the hand crank and the device was restarted. After switching in the normal operation mode, the error message occurred again. The hand crank was used again the rotaflow drive was replaced with another one. Unfortunately, the entire console could not be replaced (normal procedure) because that patient room was not freely accessible. Since the patient was completely dependent on ECMO at the time, the failure potentially life-threatening. The therapy was discontinued later in the day. The patient expired. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in germany. It was reported that the error message ¿run away error¿ occurred on the rotaflow console during use. The customer used the hand crank and the device was restarted. After switching in the normal operation mode, the error message occurred again. The hand crank was used again the rotaflow drive was replaced with another one. Unfortunately, the entire console could not be replaced (normal procedure) because that patient room was not freely accessible. Since the patient was completely dependent on ECMO at the time, the failure potentially life-threatening. The therapy was discontinued later in the day. The patient expired. Due to the reported death of the patient a report is required in the us. The rotaflow drive (rfd) with s/n (B)(6) was sent back to manufacturer for repair. During the investigation by the getinge service department on 2024-03-13 the reported failure could not be reproduced. Thus, the drive was sent to the supplier emtec for repair. On 2024-04-29 the supplier emtec was able to reproduce the reported failure "run away error". The "run away error" is triggered if there is a deviation of >20% between the set and measured speed. The "run away error" could be reproduced in the pulsatil operation mode by the supplier. During the investigation of the rotaflow drive corrosion has been found on the rotor and stator inside the device, which led to the reported failure. The affect parts has been replaced by the supplier and the device is working as intended. The most probable root cause for the reported failure could be determined as corrosion inside the device. Corrosion can appear due to incorrect handling by the user if liquids (e.g. Cleaning fluid) penetrate the device and remain there for a long period of time during lifetime of the device. The rotaflow drive with s/n (B)(6) was produced in 2008-04-25, age related aspects can be considered as well. A medical review was performed by getinge medical affairs on 2024-05-08 with following conclusion: the complaint in question pertains to an event that occurred in germany. It was reported that the "run away error" message appeared on the rota flow console during operation. The customer used the manual crank and restarted the device. After switching back to normal operation mode, the error message reappeared. The manual crank was used once again before replacing the rota flow drive with a new one. Unfortunately, the entire console could not be replaced (following standard protocol) due to limited access to the patient room. Considering the patient's full dependence on ECMO at the time, the malfunction posed a potentially life-threatening situation. Later in the day, therapy was discontinued, and the patient passed away. However, in the event description of the sent questionnaire, it was indicated by the customer that the "therapy [was] discontinued per interdisciplinary consensus due to poor prognosis caused by bleeding complications, not related to the ECMO incident. Patient passed away shortly after". The service technician's report identified significant corrosion on both the rotor and stator during the examination of the pump, which could have been detected by the pump, resulting in the occurrence of the run-away error. Subsequent to replacing the corroded components (stator, rotor, distance tube, axis), the pump demonstrated flawless functionality, even under pulsatile conditions. It was inferred that the corrosion-induced impairments suggest the potential ingress of fluid (not blood) into the pump, and subsequently inducing the reproducible behavior. The nature of the fluid that penetrated the pump was unclear (e.g., cleaning fluid, physiological solution, ect.). Based on the information obtained from the complaint narrative and the report provided by the local getinge service technician, penetration of the pump core may have resulted in the ¿run away¿ message as reported in the narrative of the complaint. Further, this was confirmed as the reported error ceased to appear after the replacement of the corroded components and the specified performance criteria was achieved of the console after repair. According to the instructions for use (IFU) for the rotaflow, it is recommended to clean the device solely with a damp cloth, ensuring that no fluid enters the rotaflow drive. In conclusion and based on the description of the event in the complaint narrative, the cause of the observed corrosion is suspected to be cleaning agents; however, this cannot be confirmed with certainty. Finally, according to the information gathered from the complaint narrative, the therapy was discontinued based on an interdisciplinary consensus due to bleeding complications and a general poor prognosis. Further, the outcome of the patient does not appear to be related to the event reported by the customer. However, the cessation of flow due to the run away error message and subsequent exchange of equipment, most likely contributed to the implied reduction of patient pressure. Based on the investigation results the reported failure "run away error" could be confirmed. The review of the non-conformities was performed on 2024-02-15 and during the period of 2008-04-25 to 2024-02-15 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive with s/n (B)(6) was produced in 2008-04-25. Historical review: for the affected serial number within the timeframe of the search no additional complaint was found. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 9.1 cleaning: always clean after each use. Only clean with a damp cloth. Do not spray the device with liquids. Make sure that no liquid enters the collar of the rotaflow drive. This complaint was found in the database of customer complaints for the mcp00967621#rfd 20-973 rotaflow drive as a single event (timeframe from 2024-02-14 to 2023-02-14). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).